Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient reported that she has developed pain on her left nipple and that her left breast is extremely soft compared to her right breast. The patient¿s left breast was the one where patient had surgical intervention to treat a double bump and device was re-implanted. This report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses developed a double bump on her left breast. In addition, her right breast became hard and she was unable to feel it. On (B)(6) 2019, the patient underwent a surgical intervention on her left breast to treat the double bump. The left breast prosthesis was removed and placed back into the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.